Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a unresponsive button anomaly. Customer stated they got no delivery alarm, button was unresponsive caused they to miss enter information. Customer stated insulin pump was locked up and became non responsive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.